Manufacturer narrative:
The field service engineer (fse) found the disconnected sample input line to the flow cell caused the leak. The fse reattached the sample line and installed a collar on the tubing for a more secure fit. The fse performed verification of the instrument to meet the specified requirements per established procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported an uncontained leak of approximately twenty (20) milliliters from the coulter lh 750 hematology analyzer. The instrument did not generate an error message for the leak. There was no direct contact with the leak. The customer was wearing personal protective equipment consisting of gloves, and laboratory coat. No erroneous results were generated in association with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.